Manufacturer narrative:
The following information has been corrected: g.4 date received by manufacturer: 2020-04-23.

Event description:
It was reported that the unspecified bd 24g IV catheter experienced leakage after use. The following information was provided by the initial reporter: initiated 24 g catheter IV to left wrist without complication. Upon removing catheter from insertion device, blood began coming out of the end of the catheter proximal to the IV hub. I tightened the hub to ensure that the leak was not coming from the hub. Asked another nurse to come look and see. She confirmed where the leak was coming from. Removed catheter immediately. Dr. Initiated another 24 in the right arm without difficulty or leaking.

Manufacturer narrative:
The following information has been corrected: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-04-23.

Event description:
It was reported that the unspecified bd 24g IV catheter experienced leakage after use. The following information was provided by the initial reporter: initiated 24 g catheter IV to left wrist without complication. Upon removing catheter from insertion device, blood began coming out of the end of the catheter proximal to the IV hub. I tightened the hub to ensure that the leak was not coming from the hub. Asked another nurse to come look and see. She confirmed where the leak was coming from. Removed catheter immediately. Dr. Initiated another 24 in the right arm without difficulty or leaking.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: no root cause can be determined as no samples were received.

Event description:
It was reported that the unspecified bd 24g IV catheter experienced leakage after use. The following information was provided by the initial reporter: initiated 24 g catheter IV to left wrist without complication. Upon removing catheter from insertion device, blood began coming out of the end of the catheter proximal to the IV hub. I tightened the hub to ensure that the leak was not coming from the hub. Asked another nurse to come look and see. She confirmed where the leak was coming from. Removed catheter immediately. Dr. Initiated another 24 in the right arm without difficulty or leaking.